Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, the ventricular lead exhibited noise. The noise could not be reproduced. No programming changes were made. The patient would be monitored.